Event description:
A peritoneal dialysis (pd) patient's husband contacted (B)(6) customer service. The husband reported that the patient has developed an allergic reaction to the 'bandage, adhesive, sterile, 2x' (product number: 16-2550-4) and will no longer use this item. The husband requested 4 inch by 4 inch gauze as an alternative. No new order is required as the patient will discontinue use of the affected product. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).